Event description:
It was reported that the patient had a vf episode and was shocked successfully. The physician tried to contact the patient for a check up but could not reach him. The following day, out of range lead impedances were observed via home monitor. The physician noted that the patient still could not be reached. The patient passed away later that evening. The lead is being retained by the funeral home.

Manufacturer narrative:
All information provided by manufacturer, and maude report number 1028232-2010-00012.